Manufacturer narrative:
Clinical investigation: there is a possible temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set and the patient event of hospitalization for peritonitis and possible pneumonia with subsequent death. It is unknown when the patient¿s last pd treatment was completed prior to the hospitalization. However, there is no documentation of a causal relationship between the adverse event and the use of the cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. The pdrn could not confirm when the patient¿s last pd treatment was completed, however; there is documented record of a data transfer of a patient treatment on (B)(6) 2025 and confirmation from the pdrn on (B)(6) 2025 stating that data is transmitting from the patient¿s gateway. That data reported by the pdrn does not document whether it was a treatment or not. The cause of the peritonitis is unknown. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Additionally, it was not confirmed if the patient was diagnosed with pneumonia which could have contributed to the cause of the patient¿s death if left untreated. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient passed away from complications of peritonitis. The patient was not on the machine when she passed away. Additional information was obtained through follow-up with the pdrn. The patient went to the emergency room on (B)(6) 2025 due to unknown reasons. The pdrn confirmed the patient was not experiencing abdominal pain. The patient was admitted to the hospital due to peritonitis, however; the patient refused antibiotic therapy. Additionally, the patient refused to complete pd therapy during the hospitalization. The pdrn reported there was a possibility that the patient was also diagnosed with pneumonia, but the patient¿s records were already closed out of the clinic system. The patient was discharged on (B)(6) 2025. The patient did not complete pd therapy on that date. The patient passed away on (B)(6) 2025. The patient was not in active treatment at the time of death. The patient¿s last pd treatment was completed prior to the hospitalization (date unknown). The cause of the peritonitis is unknown. The documented cause of death was not provided.

Manufacturer narrative:
Correction: b3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient passed away from complications of peritonitis. The patient was not on the machine when she passed away. Additional information was obtained through follow-up with the pdrn. The patient went to the emergency room on (B)(6) 2025 due to unknown reasons. The pdrn confirmed the patient was not experiencing abdominal pain. The patient was admitted to the hospital due to peritonitis, however; the patient refused antibiotic therapy. Additionally, the patient refused to complete pd therapy during the hospitalization. The pdrn reported there was a possibility that the patient was also diagnosed with pneumonia, but the patient¿s records were already closed out of the clinic system. The patient was discharged on (B)(6) 2025. The patient did not complete pd therapy on that date. The patient passed away on (B)(6) 2025. The patient was not in active treatment at the time of death. The patient¿s last pd treatment was completed prior to the hospitalization (date unknown). The cause of the peritonitis is unknown. The documented cause of death was not provided.